Manufacturer narrative:
Follow-up information received on 28-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed heavy bleeding (regarded as genital bleeding) and severe abdominal and pelvic pain. She underwent a bilateral laparoscopic salpingectomy with removal of right essure coil. Ten days later, an x-ray was performed and showed the right essure coil migrated into her uterus, a hysterectomy was recommended. These events are listed according to essure's reference safety information. During essure micro-insert therapy, abdominal/pelvic pain and genital bleeding or spotting may occur. In this particular case, the events started in close association with essure procedure and no alternative explanation was provided. The consumer had a device expulsion into the uterus diagnosed after a surgical intervention for device removal. This device expulsion could have been a contributory role in her symptoms. However, discrepant information was received about it: it was informed the right coil was removed, but one month later right coil was found into the uterus. Also, according to the report a hysterectomy was recommended to remove this remaining coil (status of the left coil was not informed). Although case lacks detailed information, considering the nature of the reported events and based on essure safety profile, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since a surgical intervention was required as events' treatment. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive bleeding/abnormal bleeding (general)"), abdominal pain ("severe abdominal pain"), pelvic pain ("severe pelvic pain") and device expulsion ("right essure coil had migrated into her uterus/migration of essure device location of device: uterus/ left essure not in the fallopian tube") in a 29-year-old female patient who had essure (batch no. 50529422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: 3 months after her essure procedure: hsg test confirmed full occlusion (B)(6) 2016 x-ray: right essure coil had migrated into her uterus. Concurrent conditions included asthma, anxiety, eczema, sinusitis, itching, paratubal cyst and polymenorrhea. Concomitant products included docusate, fluticasone propionate (flonase allergy relief), prednisone, progesterone and salbutamol (albuterol hfa). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced allergy to metals ("reaction to nickel allergy"), 1 day after insertion of essure. In 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse,dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"). On (B)(6) 2012, the patient experienced neurodermatitis ("rashes or skin conditions type: vulvar lichen simplex chronicus"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problem condition: depression"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstrual cycle"), dysgeusia ("metallic taste in her mouth"), rash ("rashes"), weight fluctuation ("weight fluctuations"), menometrorrhagia ("menometrorrhagia"), pruritus ("pruritus") and abdominal pain lower ("lower abdominal pain"). The patient was treated with hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, abdominal pain, pelvic pain, device expulsion, uterine pain, menstrual disorder, dysmenorrhoea, dyspareunia, fatigue, dysgeusia, alopecia, neurodermatitis, weight fluctuation, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, allergy to metals, headache, vaginal discharge, weight increased, menometrorrhagia, pruritus and abdominal pain lower outcome was unknown and the migraine and rash was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, menstrual disorder, migraine, neurodermatitis, pelvic pain, pruritus, rash, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.887 kgs. Hysterosalpingogram - on (B)(6) 2012: grossly normal appearing intrauterine cavity. 2. No evidence of contrast extending beyond the microinserts towards the distal end of the fallopian tubes. Contrast did not spill into the intrauterine cavity. Some contrast did pass into the proximal portion of both tubes as stated above. The left fallopian tube microinsert does extend into the intrauterine cavity.; on (B)(6) 2018: left fallopian tube patent, right fallopian tube occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel allergy. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 21-jan-2019: pfs received. Her demographic was added. Lot number added. Lab data added. Concomitant medication and condition added. Events abnormal bleeding (vaginal), menorrhagia, infection (bladder/urinary tract/vaginal) type: urinary tract infection, psychological or psychiatric problems condition: depression, reaction to nickel allergy, headaches, vaginal discharge, weight gain, menometrorrhagia, pruritus and lower abdominal pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right essure coil had migrated into her uterus/migration of essure device location of device: uterus/ left essure not in the fallopian tube'), abdominal pain ('severe abdominal pain'), genital haemorrhage ('excessive bleeding/abnormal bleeding (general)') and pelvic pain ('severe pelvic pain') in a 29-year-old female patient who had essure (batch no. 50529422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: 3 months after her essure procedure: hsg test confirmed full occlusion (B)(6) 2016 x-ray: right essure coil had migrated into her uterus. Concurrent conditions included asthma, anxiety, eczema, sinusitis, itching, paratubal cyst and polymenorrhea. Concomitant products included docusate, fluticasone propionate (flonase allergy relief), prednisone, progesterone and salbutamol (albuterol hfa). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced allergy to metals ("reaction to nickel allergy"), 1 day after insertion of essure. In 2012, the patient experienced alopecia ("hair loss"). In june 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In july 2012, the patient experienced dyspareunia ("pain during intercourse,dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In august 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"). On (B)(6) 2012, the patient experienced neurodermatitis ("rashes or skin conditions type: vulvar lichen simplex chronicus"). In october 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In january 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstrual cycle"), dysgeusia ("metallic taste in her mouth"), rash ("rashes"), weight fluctuation ("weight fluctuations"), menometrorrhagia ("menometrorrhagia"), pruritus ("pruritus") and abdominal pain lower ("lower abdominal pain"). The patient was treated with hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, abdominal pain, uterine pain, menstrual disorder, dyspareunia, fatigue, dysgeusia, neurodermatitis, weight fluctuation, depression, headache, menometrorrhagia, pruritus and abdominal pain lower outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, migraine, alopecia, rash, vaginal haemorrhage, menorrhagia, urinary tract infection, allergy to metals, vaginal discharge and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, menstrual disorder, migraine, neurodermatitis, pelvic pain, pruritus, rash, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.887 kgs. Hysterosalpingogram - on (B)(6) 2012: grossly normal appearing intrauterine cavity. 2. No evidence of contrast extending beyond the microinserts towards the distal end of the fallopian tubes. Contrast did not spill into the intrauterine cavity. Some contrast did pass into the proximal portion of both tubes as stated above. The left fallopian tube microinsert does extend into the intrauterine cavity.; on (B)(6) 2018: left fallopian tube patent, right fallopian tube occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-dec-2019: plaintiff fact sheet received. Outcome for events: rashes, migraines, abnormal bleeding, infection, nickel allergy, vaginal discharge, pain cramping, weight gain and hair loss was updated to resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 07-apr-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for permanent contraception. On or about (B)(6) 2012, plaintiff presented to physician to discuss her options for permanent contraception. On or about (B)(6) 2012, she underwent the essure procedure. Three months after her essure procedure, an hysterosalpingogram (hsg) test was performed and confirmed full occlusion. Shortly after the procedure, plaintiff began experiencing severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe abdominal pain, severe pelvic pain, uterine pain, pain during intercourse, migraines, fatigue, metallic taste in her mouth, hair loss, rashes, lichens simplex, and weight fluctuations which she reported to her primary care physician. On or about (B)(6) 2016, plaintiff's physician informed her that her symptoms may be related to essure. On or about (B)(6) 2016, plaintiff underwent a bilateral laparoscopic salpingectomy which resulted in the removal of the coil in her right fallopian tube. On or about (B)(6) 2016, an x-ray was performed and showed the right essure coil migrated into her uterus. Physicians have recommended to plaintiff that her only option was removal of the remaining essure device via hysterectomy. She expects to undergo further removal surgery to attempt to seek relief from her severe essure related symptoms. Company causality comment:this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed heavy bleeding (regarded as genital bleeding) and severe abdominal and pelvic pain. She underwent a bilateral laparoscopic salpingectomy with removal of right essure coil. Ten days later, an x-ray was performed and showed the right essure coil migrated into her uterus, a hysterectomy was recommended. These events are listed according to essure's reference safety information. During essure micro-insert therapy, abdominal/pelvic pain and genital bleeding or spotting may occur. In this particular case, the events started in close association with essure procedure and no alternative explanation was provided. The consumer had a device expulsion into the uterus diagnosed after a surgical intervention for device removal. This device expulsion could have been a contributory role in her symptoms. However, discrepant information was received about it: it was informed the right coil was removed, but one month later right coil was found into the uterus. Also, according to the report a hysterectomy was recommended to remove this remaining coil (status of the left coil was not informed). Although case lacks detailed information, considering the nature of the reported events and based on essure safety profile, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since a surgical intervention was required as events' treatment. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right essure coil had migrated into her uterus/migration of essure device location of device: uterus/ left essure not in the fallopian tube"), abdominal pain ("severe abdominal pain"), genital haemorrhage ("excessive bleeding/abnormal bleeding (general)") and pelvic pain ("severe pelvic pain") in a 29-year-old female patient who had essure (batch no. 50529422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: 3 months after her essure procedure: hsg test confirmed full occlusion. On (B)(6) 2016 x-ray: right essure coil had migrated into her uterus. Concurrent conditions included asthma, anxiety, eczema, sinusitis, itching, paratubal cyst and polymenorrhea. Concomitant products included docusate, fluticasone propionate (flonase allergy relief), prednisone, progesterone and salbutamol (albuterol hfa). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced allergy to metals ("reaction to nickel allergy"), 1 day after insertion of essure. In 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse,dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"). On (B)(6) 2012, the patient experienced neurodermatitis ("rashes or skin conditions type: vulvar lichen simplex chronicus"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstrual cycle"), dysgeusia ("metallic taste in her mouth"), rash ("rashes"), weight fluctuation ("weight fluctuations"), menometrorrhagia ("menometrorrhagia"), pruritus ("pruritus") and abdominal pain lower ("lower abdominal pain"). The patient was treated with hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, abdominal pain, genital haemorrhage, pelvic pain, uterine pain, menstrual disorder, dysmenorrhoea, dyspareunia, fatigue, dysgeusia, alopecia, neurodermatitis, weight fluctuation, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, allergy to metals, headache, vaginal discharge, weight increased, menometrorrhagia, pruritus and abdominal pain lower outcome was unknown and the migraine and rash was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, menstrual disorder, migraine, neurodermatitis, pelvic pain, pruritus, rash, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.887 kgs. Hysterosalpingogram - on (B)(6) 2012: grossly normal appearing intrauterine cavity. 2. No evidence of contrast extending beyond the micro inserts towards the distal end of the fallopian tubes. Contrast did not spill into the intrauterine cavity. Some contrast did pass into the proximal portion of both tubes as stated above. The left fallopian tube microinsert does extend into the intrauterine cavity.; on (B)(6) 2018: left fallopian tube patent, right fallopian tube occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.